Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was not working properly. It was slow while running and then it stopped working. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri/sbd and colibr ii/sbd ii and check the function with epd-console. During service/repair, it was observed that there was corrosion and white substance on the motor, the device had worn components and the bearings were corroded. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the device was not working properly. It was slow while running and then it stopped working. There was no patient involvement reported. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.